Manufacturer narrative:
Needle #1 had a bone fragment stuck in the snare which did not allow the snare to open or close. Once we removed the fragment, the snare released; however, the fragment broke the snare. The bone fragment did not allow the sample to enter into the needle. Needle #2 had some sort of paper-like substance balled-up inside the needle which did not allow a sample to enter the needle. Once the substance was removed, the snare functioned accordingly. Needle #3 functioned accordingly after it was removed from the decon (cidex). We found no problems with this needle.

Event description:
Per classic medical emailed complaint: over the last few weeks there have been several needles that have malfunctioned when trying to remove a core sample. This has resulted in having to get a new needle and having to perform another biopsy on patients. The way it is being described to me is that the piece that is used to push the core sample out is no fitting properly and it is as though the needle is still in the closed position, although the needle is open. 2 of the needles were from the same lot, but just yesterday one came up from a separate lot #. The 2 lot numbers are 32544 and 32683.